Manufacturer narrative:
Concomitant medical devices: 5076-45, lead, implanted: (B)(6) 2019; 638bl34, heart band, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated a high threshold had occurred on the right ventricular (rv) lead two months earlier. The lead remains in use. No patient complications have been reported as a result of this event.